Manufacturer narrative:
(B)(4). The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the set noted the silicone segment bulging next to the upper fitment. No other damage or anomalies were noted. Functional testing was performed and a slight bulge was noted during a gravity infusion. No alarms were noted during a 1 hour pump infusion. Pressure testing was performed and the silicone segment further expanded and bulged at a pressure of about 14 psi. The root cause for this event could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pump segment bulge during an unspecified infusion. The nurse responded to an unspecified alarm when the bulge was noted. The pump and tubing were replaced and the infusion completed without incident. There was no leakage and no report of patient harm.